Event description:
It was initially reported that the physician was having trouble with his handheld freezing on the "interrogation successful" screen. The physician reported that it froze on that screen for 3 hours however afterwards the handheld was interrogate and run diagnostics with no issue. The issue was intermittent but no patients were affected. The physician was sent a new system. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. During the analysis it was identified that the software would pause following an interrogation. This is expected behavior for the software considering the database size. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.